Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severly calcified and severely tortuous posterior descending branch of the right coronary artery (rca). Upon advancing the 12mm x 2.50mm promus element stent delivery system (sds) to the lesion, resistance was encountered and the device was unable to cross the lesion. The physician removed the device from the patient and observed that the stent was "lifted". The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).